Event description:
A 64 yr old white g2p2 female status post bilateral subcutaneous mastectomies in 1967 for fibrocystic disease/"precancerous condition on rt". Had bloody discharge & biopsies complained of contracture, symptomatic which required bilateral removal & replacement w/250cc heyer schulte gels in '77. These also encapsulated within one yr and are continuing to deform/change shape, no decrese in size or history of trauma. They are increasingly painful. She was noted on recent mammogram to have rupture. Pt has arthralgias, morning stiffness, myalgias, paresthesias, swelling, sore throat, hot flashes/sweats, headaches, dizziness, memory loss, oral sores, sensitivity to cold/drugs, shortness of breath, weight gain, gastrointestinal changes & easy bruising.